Event description:
It was reported patient underwent initial total hip arthroplasty. Subsequently patient was a revised six (6) days post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 802202803 item name zb 12/14 cocr hd 28mm x +3.5 lot # 3047453. Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.